Event description:
It was reported that the patient was experiencing shocking sensation in the back even if stimulation was turned off. The patient had several reprogramming attempts but were unsuccessful. It was also reported that the patients ipg was defective. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced. The patient was doing well post-operatively. The explanted ipg was not returned.